Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue with the pump. Reportedly, there was no damage to the battery cap or battery compartment and no moisture/corrosion in the battery compartment. The battery cap was reportedly secured properly to the pump. The issue reportedly did not resolve when a new battery was inserted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/17/2016 with the following findings: a review of the black box indicated rebooting had occurred. Visual inspection revealed that the battery compartment was cracked, there was corrosion in the battery compartment, and the battery cap threads were stripped. The battery cap contacts were within required specifications. The battery cap was unable to maintain electrical connection; a test battery cap was used to complete testing. The pump powered on normally with the test cap with no alarms. The pump was exercised for 24 hours with no further power issues occurring. Leak testing revealed a leak at the battery compartment crack. The pump casing was removed and there was no further evidence of moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.